Event description:
It was reported that the patient presented at the clinic where they stated that their pain was a ¿moving target¿ in their back and requested reprogramming of their implantable neurostimulator (ins). Upon assessment, high impedances of >10,000 ohms were seen on electrodes #1, 2, 3, and 7. It was noted that a new group was created on the device and reprogramming around the affected electrodes (contacts) was performed. The patient stated that the new settings were adequate but that the patient was going to contact their physician for a follow up appointment which had not be scheduled at the time of report. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient was to have her peripheral nerve stimulator explanted on (B)(6) 2017 due to a need for an MRI (magnetic resonance imaging) and treatment due to a recent fall and a possible fracture. No further complications were reported.